Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's battery compartment had fluid even after patting it down. The customer submerged the insulin pump. The insulin pump alarmed pump error external flash error and pump error 3. After reinserting the battery, the buttons did not respond. Customer's blood glucose level was 90 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the battery tube. The pump was received with moisture damage on the electronics assembly, motor and vibrator motor. Unable to perform the displacement, rewind, seating and basic occlusion due to the blank display. Unable to verify the power loss alarm, or other alarms due to the blank display. The pump was received with a cracked case at the battery tube side, cracked battery tube threads and keypad overlay texture damage.